Event description:
It was reported that the nuvision catheter image would intermittently freeze. The reporter stated that they adjusted the settings and reseated the catheter without resolution. The catheter was exchanged and the procedure was continued. It was also reported that during a left atrial appendage closure procedure, the left atrial appendage was perforated with a watchman¿ device. The reporter stated that pericardiocentesis was performed and 900 cc of fluid was removed. The drainage tube was left in place. The patient remained stable and was transferred to the intensive care unit for overnight care. The reporter confirmed that no other (B)(6) products/devices were in use. There were no malfunctions noted with (B)(6) products. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).